Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. Other relevant device(s) are: 9735736, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the surgeon complained of a few mm inaccuracy with more than one instrument both internally and externally. He proceeded with the case while accounting for the inaccuracy. The patient exam was taken about a month and a half ago. There was no reported delay to the procedure and no impact on the patient outcome. Additional information was received stating that the surgeon was off by approximately 1.5mm.

Manufacturer narrative:
The software investigation was unable to determine probable cause. The archive was reviewed but provided insufficient information to determine root cause of the reported behavior. There were three registrations present in the archive, one registration with 1.4 mm metric was covered with the green and yellow zone of accuracy and trace pattern was good. The patient exam was taken a month and a half ago, from the archive, the cause of inaccuracy could not be found. If information is provided in the future, a supplemental report will be issued.